Manufacturer narrative:
The investigation is ongoing, results will be reported in the follow up report.

Event description:
It was reported that in 2007, the device performed restarts during use on patient. Approx a month and a half earlier, this failure occurred twice. Evita switched to standby and had to be restarted. No patient injury.